Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 5. The valve was visually inspected; no defects noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusions were noted. The valve was leak and reflux tested; no issues found. The valve was then pressure and passed the test. A review of manufacturing records found no discrepancies when the device was released to stock. It is possible that a perceived issue could be related to excessive flow rate (>0.75 ml/min) during the flushing procedure, which may have activated the siphon guard and created the impression that the valve is distally occluded. In this scenario, flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain, as designed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the valve will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was blocked during priming. It flowed by using the syringe forcefully. Because it pushed in with the considerable force, there was suspected some issue with the shunt. The valve was replaced with another one. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.